Event description:
The patient was enrolled in the (B)(6) study on (B)(6) 2021 with patient identifier (B)(6). It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was performed and the patient underwent successful placement of a 27mm watchman flx device with complete laa seal and deployed device diameter of 22.8mm. The same day, the patient was discharged on apixaban 10mg. 126 days post-procedure, the patient presented for the protocol required 4-month laa imaging. Transesophageal echocardiogram (tee) assessment revealed an laa seal with largest residual jet around the device of 18 mm. There was no evidence of thrombus or pericardial effusion. At the time of the event, the patient was on aspirin (325 mg). No additional information is known.